Event description:
It was reported, that the pump displayed ec 46510. Occurred, during testing. There was no patient involvement or delay to therapy.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. One device was received for evaluation. The complaint was duplicated. The cause was the printed wiring assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed, all functional tests after repairs. The product's history records were reviewed. And there were no non-conformances nor service-related issues that would have resulted in the reported complaint.